Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a proultra endo tip broke during use and could not be retrieved. The tip was incorporated into the filling.

Manufacturer narrative:
Using microscope visually checked tip. Instrument was broken close to where the sandblasting area begins. No manufacturing defects or markings were noted on instrument. Complaint indicates first use of tip but does not indicate what power setting was being used at time of breakage. Recommended setting for the endo 5 is min 1 max 4. Several factors may contribute to breakage of tips, such as number of uses, intensity, and pressure. All of these may affect the longevity of the tip. It is recommended that the tip be at treatment site before engaging power. Root cause of breakage cannot be determined. Also, a DHR review was conducted with no discrepancies noted.